Event description:
The pt was reportedly implanted with a gynecare prolift on or about 2006, at (B)(6) by dr. To treat her pelvic organ prolapse. The pt experienced complication following this surgery including vaginal pain, bleeding, dyspareunia, pudendal neuropathy, and recurring pelvic organ prolapse. On or about (B)(6) 2006, the pt underwent surgery, by the same surgeon at the same facility, to remove the previously implanted gynecare prolift which had eroded. During this same procedure the pt was implanted with a surgisis biodesign tissue graft. Reportedly, the pt experienced add'l complications including vaginal pain, infections, scarring of pelvic organ prolapse. On or about (B)(6) 2010, the pt underwent a surgical procedure to address her recurring pelvic organ prolapse and to remove pelvic organ scar tissue and adhesions. She was scheduled to have her own fascia-lata implanted to treat her continuing prolapse, but this was aborted due to significant scar tissue and adhesions in her pelvic region. The surgeon was unable to reach all of the pt's vaginal apex because her bladder had wrapped around it. This repair, revision, and attempted implant procedure was performed by dr. At (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury (including recurring infections, dyspareunia, depression, pelvic organ prolapse, pelvic tissue scarring, bowel incontinence, urinary incontinence, bleeding, and nerve damage) and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the device history records which indicated the product was manufactured to specifications, a review of surgisis soft tissue graft IFU fp0005-1h, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.